Event description:
(B)(4). Initial information received from a consumer on (B)(6) 2009: a female consumer received treatment with poly-l-lactic acid (sculptra) [lot # and expiration date unknown] in (B)(6) 2009. Three days later, she reported that she developed swelling of the right side of her face and under her eye. Concomitant medication and medical history were not provided. No further relevant information reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.